Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 6 reports, regarding 8 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive for on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Avoid lateral loading while inserting y-knot pro anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device yprc02r, y-knot pro rc anchor, two ribbons was being used on (B)(6) 2025 during an acromioclavicular dislocation and ¿a pilot hole was made in the coracoid process with a 2.4mm k-wire, and the anchor was inserted, but perhaps because the insertion depth was insufficient, the anchor did not enter the bone halfway and fell out. During this process, the tip of the inserter broke and remained inside the body. The second one was inserted again from a different location, and was successfully inserted, completing the operation. The tip of the item was left inside the body. It is believed that the drilled hole was not deep enough and the bone was hard, so the tip was bent and hit with a hammer, causing it to break.¿ the procedure was completed. This report is being raised due to the reported injury of device fragmentation left in the patient.